Manufacturer narrative:
As stated in the event description, the clinical specialist did not have any additional information at this time but followed up on the incident with the (B)(4) representative in (B)(4). A response has not been received to date. An internal complaint investigation was performed for this issue. Specifically, a historical complaints review was completed for the alleged deficiency "broken anchor bolts". There have been eleven similar complaints for anchor bolts breaking between (B)(6) 2016 and (B)(6) 2018. A CAPA and investigation review was also conducted for the alleged deficiency "anchor bolt broke while being placed" and there have been no capas or investigations opened for this issue to date. The investigation is still on-going as ad-tech is awaiting further information from the customer.

Event description:
On (B)(6) 2018, while attending a case at a customer site, the ad-tech clinical specialist was notified by the (B)(6) representative that during a case at a separate customer site, she witnessed an anchor bolt breaking during placement. Ad-tech reached out to the customer to obtain additional information to help aid with the complaint investigation. To date, the customer has not responded back. It is unknown what the outcome or current status is of the patient. A supplement report will be initiated should ad-tech receive additional information relevant to this medwatch report.

Manufacturer narrative:
As stated in the event description, the clinical specialist did not have any additional information at this time but followed up on the incident with the ad-tech representive in (B)(6). A response has not been received to date. An internal complaint investigation was performed for this issue. Specifically, a historical complaints review was completed for the alleged deficiency "broken anchor bolts". There have been eleven similar complaints for anchor bolts breaking between 1/1/2016 and 3/29/2018. A CAPA and investigation review was also conducted for the alleged deficiency "anchor bolt broke while being placed" and there have been no capas or investigations opened for this issue to date. The investigation is still on-going as ad-tech is awaiting further information from the customer. Updated: 9/21/2018: neither a DHR review could be completed as no lot or batch information could be obtained, nor a return analysis be conducted as no product was returned for evaluation. Further investigation was conducted to look into the anchor bolt suppliers for the 2016 to present complaints regarding "anchor bolts breaking". It was found that all impacted bolts came from one supplier (B)(4). An internal engineering investigation was then conducted to determine if the breakages were supplier-specific. Based on the study, lsbk1- anchor bolts from the previous supplier (B)(4) and lsbk1- bolts from ad-tech's current supplier, (B)(4) were tested. Testing involved measuring the amount of strength it took to bend the bolts. Bolts from both ims and psp portrayed no significant difference in strength, thus indicating that this issue was not supplier-specific. Based on this information in addition to not being able to confirm the alleged deficiency, the cause for this issue is deemed inconclusive. An analysis of all anchor bolt breakage complaint data was also conducted. The current rate of anchor bolt breakage complaints versus products sold is very low; 0.08% over the past 2 years. Per the risk assessment, the risk remains alap (as low as possible). The occurrence value remains the same and no additional changes are required within rmf-4015-2, anchor bolt ufmea. As stated in rmf-4005-4, all indicated uses of the device have mitigated risks that are determined to be alap. In view of the complete analysis, the benefits outweigh the risks. No further risk mitigations are available at this time. Based on this, no corrective actions will be implemented as part of this complaint. The complaint was closed, and the issue is being monitored moving forward.

Event description:
On (B)(6) 2018, while attending a case at a customer site, the ad-tech clinical specialist was notified by the (B)(6) representative that during a case at a separate customer site, she witnessed an anchor bolt breaking during placement. Ad-tech reached out to the customer to obtain additional information to help aid with the complaint investigation. To date, the customer has not responded back. It is unknown what the outcome or current status is of the patient. A supplement report will be initiated should ad-tech receive additional information relevant to this medwatch report.